Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: heart mate ii system controller. Specific component(s) involved: pump drive unit malfunction. Additional text: system controller black and white leads missing pins, only 3 bars light up on battery fuel gauge. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of internal controller. Other intervention : implant device type: lvad.